Manufacturer narrative:
The initial MDR 2432235-2017-00127 was filed on february 15, 2017. Additional information (04/13/2017): the siemens headquarters support center (hsc) reviewed the event. Follow-up with the customer, found this to be an isolated patient sample issue. The patient's samples have been historically inconsistent. The cause of the discordant (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant (B)(6) results were obtained on a patient sample on an advia centaur xp instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same sample on the same advia centaur xp instrument. The repeat result for (B)(6) was (B)(6). The first repeat result for (B)(6) was (B)(6) and the second repeat result was (B)(6). The customer did not issue a corrected report as they are unsure what the true result is. There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.